Manufacturer narrative:
Physio-control further evaluated the removed keypad assembly and observed that the left dome of the on button was worn out. This caused the reported intermittent failure of the on button.

Event description:
It was reported that the device would intermittently power on when the "on" button is pressed. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported intermittent failure. Physio replaced the keypad assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use.